Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). H3: analysis of the returned recharger revealed, corrupted firmware. Bench test fail trs80003_read_fw_ver string parse, the search string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5. Confirm, the current levels are about 30ma. And the battery leds are constantly scrolling. The symptoms are a known issue, due to firmware bug. Which is related to the complaint about "lights on wr going up and down rapidly". This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls, which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. This is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For gastrointestinal/pelvic floor therapy. It was reported, that on wednesday, the patient went to recharge their implant. However, was unable to do so, as was getting the rapid green blinking lights. When asked, the patient said, that they don't keep the dock plugged in all of the time, only right before going to recharge their implant. They plug it in for a while to charge the recharger. The patient said, that it was plugged in for two days. However, that didn't resolve the issue. The patient placed recharger in plugged in dock and held the power button for 5 seconds. They also preformed recharger reset. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. There were no patient complications reported, as a result of this event.